Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s spouse stated that in the late morning of (B)(6) 2018, the cgm was displaying a reading of 278mg/dl and she provided the patient with insulin based on the cgm readings. At 3:00pm, the cgm was displaying 364mg/dl and insulin was given again and at 5:30pm, the cgm was displaying 303mg/dl and she provided an additional dose of insulin. At 8:30pm, the patient started feeling low and the cgm was displaying 290mg/dl, so they checked the patient¿s bg and the meter was reading 47mg/dl. The patient was give food to eat and then was back in the normal range. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.